Event description:
Pt underwent occlusion of a large serpentine patent ductus arteriosus. Initially, the physician attempted to close the defect using a cook flipper 35-6-5 embolization coil, but this coil consistently failing to appropriately position within the defect. This coil was exchanged for a cook flipper 35-5-3 coil, however, with a minimal amount of forward force on the delivery apparatus, the coil fell into the main pulmonary artery. After two placement attempts, using a 5/4mm amplatzer pda device, the defect was successfully closed. Angiogram performed 10 minutes following defect closure confirmed good device placement. A small residual flow through the device was also noted. As stated by the cath lab supervisor, the defect continued to increase in size during the attempts to close it. In the picu, the pt was noted to have increased pulse pressure that was accompanied by recurrence of a continuous murmur. A chest roentgenogram demonstrated that the device had embolized to the distal right main pulmonary artery. The pt was brought to the cath lab in an attempt to extricate the device by catheter technique. Using a variety of catheters, loop snares, biopsy forceps and retrieval devices, the embolized device was retrieved and pulled into the proximal right pulmonary artery. Attempts to pull the device into the sheath were unsuccessful. With the device held in the main pulmonary artery by a 3fr cook vascular retrieval forceps, the pt was taken to the or for successful, surgical removal of the device and repair of the pda defect.